Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged anxiety, bipolar disorder, lack of sleep and other mental health issues. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam and caused anxiety, bipolar disorder, lack of sleep and other mental health issues. Medical intervention was not specified. The reported event and its reported severity was reviewed by the pms clinical expert and it is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and observed a hair-like particle, an unknown dust contaminant on the front panel, bottom enclosure, blower, blower seal, and blower box. The evidence of liquid ingress was observed to the blower and blower box.  The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.